Event description:
The technician alleged that the power cord ground prong is loose and unable to produce a ground reading. No patient impact.

Manufacturer narrative:
The technician replaced the power cord to resolve the issue.